Event description:
During index procedure, the patient had one endeavor drug-eluting stent implanted to the rca. It is reported that patient death occurred approximately 3 years post index procedure. Investigator indicated that the reported death was not related to the study device.

Manufacturer narrative:
Relationship of the previously reported death to the study device is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).